Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective photometer. The fse replaced the source assembly to resolve the issue. Information not provided by customer. Initial reporter name and phone number was not provided. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of multiple false low tbil (total bilirubin) patient results and calibration failure for tbil on their unicel dxc 600 pro instrument. The low erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data.